Event description:
The customer reported that the pump battery was depleting quickly and not displaying the correct remaining percentage, causing the pump battery to die fast. There was no reported impact to the customer¿s blood glucose level. The customer, currently out of warranty, was in the process of obtaining a new device and declined follow-up from the technical support team. No further information could be obtained regarding the issue.